Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure, the physician reported having difficulty during valve alignment while performing fine adjustment.  There were issues with turning the fine adjust wheel and it was not possible to get the valve between the alignment markers.  Upon removal of the undeployed valve, there was a ¿wound in the femoral artery¿.  A covered stent was deployed, however, the patient went into ¿hypovolemic shock which ultimately led to multi-organ failure and death.¿

Manufacturer narrative:
Additional information provided clarified the patient expired on pod2. The delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. No photographs, videos, or imagery were provided. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review performed revealed no issues that could have contributed to the reported event. A lot history review was performed and revealed no other similar complaints. Review of complaint history from august 2018 to july 2019 for the commander delivery system (all models and sizes) revealed no additional returned complaints for the reported event.  Review of complaint history revealed that the occurrence rate did not exceed the july 2019 control limit for the trend category. The commander delivery system, instructions for use (IFU), the device preparation training manual, and the procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system.  Per the IFU, in a straight section of the aorta, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker.  Warning: to prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary.  Based on the review of the IFU and training manual, no deficiencies were identified.  The complaint was unable to be confirmed as no complaint device nor procedural imagery was returned for evaluation.  Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis.  As a result, the presence of a manufacturing non-conformance was unable to be confirmed.  However, a review of lot history, DHR, complaint history and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint.  Additionally, a review of IFU/training manuals revealed no deficiencies.  No information or imagery was provided of the patient¿s anatomy.  However, it is possible that patient and/or procedural factors may have contributed to the event.  If valve alignment was performed in a non-straight section of the aorta, then the valve could have become non-coaxial with the flex tip and ¿dive¿ into the flex tip lumen, creating built-up tension in the system.  With tension present, it may have caused difficulty turning the fine adjustment wheel and positioning the valve between the alignment markers.  Alternately, it is possible that non-perpendicular viewing angle during valve alignment contributed to the valve not being centered on the alignment markers prior to crossing the native annulus.  However, without the device returned, engineering was unable to test the functionality of the fine adjustment.  Also, no imagery from the procedure was provided for review.  A definite root cause is unable to be determined at this time.  However, available information suggests that patient (tortuosity) and/or procedural (built-up tension in the system) factors may have contributed to the difficulty noted while turning the fine adjustment wheel.  The femoral artery injury was likely caused by procedural factors (device manipulation).  The complaint history revealed that the occurrence rate does not exceed control limits for this trend category.  Therefore, no pra or corrective/preventative action is required.